Event description:
The customer stated that after insertion, the cuff was inflated and the pilot balloon looks flat. Re-inflate again and same result. Deflate the cuff completely, the tube was removed and a small hole was observed in the cuff. The caller confirmed that the tube was removed but it was not confirmed if a replacement tube was used.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be rec'd.